Event description:
It was reported that the camera head was not working. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage on unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction broken on video connector. Additionally, unit failed the water leak test due to cut on video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.